Manufacturer narrative:
The device was received with missing segment or partial display, problem isolated to lcd board. Unable to perform self-test, unexpected restart error test and displacement test due to missing segment. The device had severely scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address, serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the icon of reservoir and battery was missing on display. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. Auto test was passed however the customer still not able to saw battery icon, reservoir and time. The insulin pump will be returned for analysis.